Event description:
Description of event: it was reported that they replaced the catheter since it moved down. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).